Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient stated the stimulation was not controlling their symptoms, they would go to the bathroom and then have 2-3 accidents after that and not even know it. The patient stated their healthcare provider told them to call in to make adjustments to the ins. The patient was able to use the programmer and verify the stimulation was on and set on program 3. The patient increased to 3.4 where it was comfortable sitting, standing, and walking. The patient was aware to decrease stimulation if it became uncomfortable. The patient also reported over the last 2 weeks the ins was turning half way up under the skin. No further complications were reported.